Event description:
Pt wears a pendant round the neck for 8 hrs. Pt began to shake, sweating nauseated with blood in urine. Bowel movement was black. Pt spent 1 week in hosp. Had a chest pain as well. Problem started when the pendant came in contact with porta-catheter when she laid down to take a nap.